Event description:
During pta of a moderately calcified and mildly tortuous shunt vessel with 90% stenosis, a saber pta balloon catheter ruptured at 16 atm during the initial inflation. It was exchanged for another balloon of the same size and the procedure was successfully completed. There was no reported patient injury. The product will be returned for analysis. The lesion was initially crossed with a transcend guidewire (boston scientific) and the saber was delivered and inflated at the lesion. There was no difficulty removing the stylet or any of the sterile packaging components. There were also no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used is unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device used was unknown and it was also unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and the other devices.

Manufacturer narrative:
The device was received for analysis which is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received on 6/4/15 rather than on 6/3/15.

Manufacturer narrative:
During pta (percutaneous transluminal angioplasty) of a moderately calcified and mildly tortuous shunt vessel with 90% stenosis, a saber pta balloon catheter (bc) ruptured at 16 atm (atmospheres) during the initial inflation. It was exchanged for another balloon of the same size and the procedure was successfully completed. There was no reported patient injury. The lesion was initially crossed with a guidewire and the saber was delivered and inflated at the lesion. There was no difficulty removing the stylet or any of the sterile packaging components. There were also no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used is unknown but the contrast to saline ratio was 50:50. The type and brand of inflation device used was unknown and it was also unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and the other devices. The product was returned for analysis. One non sterile catheter saber 4mm x 4cm 90cm bc was returned. The balloon was received deflated and appeared to have been inflated. No other damages were noted in the device. A leak test was performed and the balloon was inflated without any leakages or burst noted. A device history record (DHR) review of lot 17115996 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.